Event description:
It was reported that there was difficulty loading the micl13.2 implantable collamer lens and the lens tore, as it was inserted into the eye. The lens was removed without any patient injury.

Manufacturer narrative:
(B) (4), lens inserted upside down: eval results - visual inspection of the returned product showed a piece of a haptic plate was torn off and missing. A work order search was performed and there were no similar complaints found. Conclusion - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).